Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported that he experienced drain issues during treatment. The patient remained asymptomatic: drain 0: 560 ml; fill 1: 2300ml drain 1: 5350 ml; fill 2: 205ml drain 2: 1619 ml; fill 3: 2305ml drain 3: 2173 ml; fill 4: 2305 ml drain 4: 5149 ml; fill 5: 1500 ml. The reported drain volume of 5350ml was 232% over the expected drain volume which resulted in a reportable device malfunction. The reported drain volume of 5149ml was 223% over the expected drain volume which resulted in a reportable device malfunction. The patient did not required medical intervention or treatment as a result of the overfill.